Manufacturer narrative:
Initial.

Event description:
It was reported that after meal announcements on the ilet and in the ilet app, the user observed elevated blood glucose readings and performed an additional false meal announcement as a correction; device data reviewed showed a highest glucose of 282 mg/dl, and the interaction focused on report access and education on meal announcements and early learning behavior of the system, with the issue characterized as an improper or incorrect procedure related to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified involving failure to follow instructions related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.